Manufacturer narrative:
On (B)(6) 2015 10:54 am (gmt-4:00) added by (B)(6) ((B)(4)): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal was unable to be set in the tube and the delivery system was unable to be pulled out. A replacement device was used to complete the procedure. This extended the surgical time for three minutes. The hospital did not report any patient effects.